Event description:
The event is reported as: there was a break of one of the jaws above the articulation during a procedure. It was reported that the incident led to a thoracotomy to retrieve the broken jaw and metallic shrapnel and that this was not a new intervention but the continuation of the first intervention. The condition of the pt, post procedure, was not reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. A f/u report will be submitted upon completion of the investigation.